Event description:
It was reported that this implantable pulse generator (pacemaker) was unable to be successfully implanted due to an unknown noise with oversensing. This issue was noticed during pocket closure, on the right ventricular (rv) channel. The noise could be reproduced when the physician performed isometrics. No pacing inhibition or patient symptoms were noticed. It was suspected an issue with the rv seal plug. A new pacemaker was used and the issue was resolved. This device was returned for analysis.

Manufacturer narrative:
The returned implantable pulse generator (pacemaker) was analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. A review of evidence submitted by the field, indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.